Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump passed the self test however was interpreted by an insulin pump error alarm. Customer was doing a set change when she noticed that the insulin fell out of the reservoir holder. Customer noticed that there was fluid in reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement and self tests. No unexpected a/e alarm anomaly noted during testing. No moisture damage electronic assembly during visual inspection. (B)(4).